Event description:
It was reported that a device was intermittently experiencing "upstream occlusion!" Alarms in the ER (medication, programmed amount and delivery rate unk). It was also reported that the alarms did not occur during therapy, and that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Evaluation could not reproduce the reported symptom. However, evaluation did find sensor signal output readings below specification, making the device more sensitive to nuisance occlusion alarms. A (B)(4) occurrences of "upstream occlusion!" Alarms were found during the ehlr portion of the evaluation. The device was determined to not be operating within specification in relation to the reported symptom. The upstream sensor assembly was replaced.